Manufacturer narrative:
Review of the reported complaint indicates that the device did not release either t implant. Due to the device not deploying in the patient this complaint is deemed non-reportable. There was no reported patient injury or complications.

Manufacturer narrative:
(B)(6). One device was returned for evaluation. The device was visually evaluated and t1 and t2 as well as the suture are still loaded on the introducer needle. T1 is backed up behind the dimple of the needle shaft and trapped within the rails of the needle and has become immobile. A corrective and preventative action has been initiated to determine the root cause of this failure. The investigation is underway. (B)(4).

Event description:
It was reported that during a meniscal repair procedure using ultra fast-fix ab assembly curved both t1 and t2 did not reject (release) out of the instrument. No implants were left in the joint of the patient. There was an unspecified short delay reported. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.